Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information, per gudid. H11: section a through f-the information provided by bd, represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bd.

Event description:
It was reported, that the patient with 16 fr temperature sensing foley catheter placed and leaking. Noted, from top of collection bag. The catheter removed and new catheter placed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the allegation was against drain bag which is not reportable. This report is being submitted as additional information. The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. The DHR review could not be completed because the provided lot number was invalid. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient with16 fr temperature sensing foley catheter placed and leaking noted from top of collection bag. The catheter removed and new catheter placed.